Event description:
Boston scientific rec'd info that the distal portion of the device eroded through the skin. The device and electrode were explanted and a new transvenous device and lead were successfully implanted. No adverse pt effects were reported during the revision procedure.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.